Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 1 : s/n (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the power conversion enclosure. The system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that transistors q28 and q14 were found to be shorted. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an field service engineer (fse) regarding an imaging system outside of a procedure. The fse indicated that during preventative maintenance the power enclosure wasn't working properly and the gantry rotor fans ran continuously. There was no patient involved with this issue.